Event description:
The company received a report where it was claimed that the pilot line developed a leak during pt use. The caller reported that non routine recannulation was required. The tube was replaced without incident to the pt.

Manufacturer narrative:
The sample associated to this report is expected to be returned. If the sample is returned, a summary of the investigation will be provided in a supplemental report.